Manufacturer narrative:
Additional information was received that the patient just had a reprogramming done. No further course of action will be taken.

Event description:
A report was received that the patient has not been charging the ipg. The patient will undergo an explant procedure.

Event description:
A report was received that the patient has not been charging the ipg. The patient will undergo an explant procedure.